Event description:
The user facility reported to terumo cardiovascular that the co2 was really high even with the sweep maxed out during cardiopulmonary bypass. It came down quickly after changing out. It is unknown if there was a delay in the procedure, if there was any effect on the patient or results of the surgery, and if the surgery was completed successfully. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. The product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 19, 2025. Upon further investigation of the reported event, the following information is new and/or changed: b5 (added describe event or problem). E1 (added initial reporter's email address and telephone number). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to correction and additional information). H6 (corrected evaluation codes 2199, 4582). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Received new information that there was a delay in surgery for 20 minutes, the procedure was completed successfully with blood loss of 50ml.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: b1 (corrected report type). B2 (corrected outcome attributed to adverse event). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to correction and additional information). H6 (identification of evaluation codes 3331, 4114, 3221, 4315). The affected sample was not returned for investigation; therefore, a thorough investigation could not be performed. Without the actual sample, a definitive root cause could not be determined. The manufacturing and incoming inspection records of the actual sample were reviewed, with no anomalies found. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.